Event description:
After opened the sterile package, the physician tried to re-mount the stent of the product (palmaz), but the stent broke. Another stent (palmaz, size: unknown) was used for the procedure and the procedures was successfully completed. There were no anomalies noted with the product before repositioning the stent. There were no noted defects with the packaging. The product was not clinically; therefore, there was no adverse consequences to the patient. The product will not be returned for analysis.

Manufacturer narrative:
It was reported that after the physician removed the stent delivery system from the package, he tried to re-position the stent on the balloon, however, the stent "broke'. There were no anomalies noted with the product before repositioning the stent and there were no noted defects with the packaging. This complaint is being reported because had the malfunction occurred inside the patient, it would be a reportable malfunction. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by user handling and is not related to a product quality issue. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly part numbers with lot number 0311060241, 0410060519 and 0410060598. This review confirmed that subassemblies met all requirements per the applicable mqp as well.